Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 560 mg/dl. The customer stated that her blood glucose levels reacted to her stress levels. She also reported issues with her sensor. She stated that she had many inaccurate sensor glucose readings. She recalled an instance in which the blood glucose reading was 210 mg/dl, compared with the sensor glucose reading of 74 mg/dl. She reported receiving false low alerts as a result. She also stated that she had allergies to the sensor overtape, as well as adhesive issues on the sensor itself. She stated that the adhesive was weak and would sometimes cause the sensor to fall off. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.